Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The power cord and circuit breaker were replaced during the svc call. The system was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 9800 sys had uncommanded fluoro during a case. The 9800 sys had to be rebooted and the procedure was completed without further incident. No pt injury was reported.